Manufacturer narrative:
Based on the case notes and the criteria for MDR reporting, it was determined that this event is not reportable per 21 cfr 803 as the information provided does not suggest that the ilet caused or contributed to death or serious injury, i.e., this event was non-life threatening; a permanent impairment did not occur and medical intervention to preclude a permanent injury related to the ilet did not occur.

Event description:
It was reported that an ilet user experienced a low glucose alert with dexcom readings in the 50s while the ilet displayed 66 mg/dl; the user treated with oral carbohydrates, performed a confirmatory fingerstick that read 84 mg/dl, and then calibrated the sensor, after which ilet glucose values began to rise and inaccurate low alerts subsided. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education to calibrate the sensor and continue monitoring. Investigation of this case revealed inconsistent cgm readings that were resolved with successful calibration, consistent with a transient sensing inaccuracy rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.